Event description:
It was reported that the patient passed away due to severe medial and anterior cerebral artery infarct in the presence of globally hyperdense vessels. A hyperdense thrombus was seen at the carotid t compared to the contralateral side k. The device was not explanted and would not be returned for evaluation. The device operated as expected, and the outcome was not considered device or therapy related.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.